Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of service required and needs replacement. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, and device does not turn on. The customer complaint was not replicated. There was no error has been identified. The device was scrapped.